Event description:
It was reported that during a tibial nail procedure, the surgeon was attempting to place a 4mm screw at the proximal end for dynamic compression. During insertion, the screw broke in the middle of the shaft. The surgeon removed the screw and used another to complete the procedure with no adverse effect to the patient. The broken screw was discarded after the procedure. This report is for the unknown screw in file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).